Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] headache [headache] vision loss [vision loss] I am fatigued [fatigue] I have sleep disturbances [sleep disturbance] muscle pain [muscle pain] tinnitus [tinnitus] dizziness [dizziness] early menopause [early menopause] loss of libido [loss of libido] significant chilliness [chilliness] nausea [nausea] memory disturbances [memory disturbance] tingling [tingling] tachycardia [tachycardia] asthenia [asthenia] cervical pain [cervical pain] supraspinatus tendinopathy [tendinopathy] paresthesia of the lower limbs [paresthesia lower limb] irregular cycles [menses irregular] varicose veins [varicose veins] decreased visual acuity [visual acuity decreased]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 23-may-2024. The most recent information was received on 13-apr-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and headache ("headache") in a 51-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal delivery, cesarean section and parity 2 (born in 2000 and 2004 (delivery by vaginal birth and cesarean section)). Concurrent conditions were listed as urinary infection and insomnia. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), headache (seriousness criterion medically important), blindness ("vision loss"), fatigue ("I am fatigued"), sleep disorder ("I have sleep disturbances"), myalgia ("muscle pain"), tinnitus ("tinnitus"), dizziness ("dizziness"), premature menopause ("early menopause"), loss of libido ("loss of libido"), feeling cold ("significant chilliness"), nausea ("nausea"), memory impairment ("memory disturbances"), tingling ("tingling"), tachycardia ("tachycardia"), asthenia ("asthenia"), neck pain ("cervical pain"), tendon disorder ("supraspinatus tendinopathy "), paresthesia lower limb ("paresthesia of the lower limbs"), menstruation irregular ("irregular cycles"), varicose vein ("varicose veins") and visual acuity reduced ("decreased visual acuity"). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy and a mini-laparotomy). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for these events were unknown. The reporter considered asthenia, menstruation irregular, neck pain, paresthesia lower limb, pelvic pain, tendon disorder, varicose vein and visual acuity reduced to be related to essure administration. No causality assessment was received for essure with regard to blindness, fatigue, sleep disorder, headache, myalgia, tinnitus, dizziness, premature menopause, loss of libido, feeling cold, nausea, memory impairment, tingling or tachycardia. The reporter commented: period of occurrence: it has been approximately 3 or 4 years. She wished to undergo a permanent sterilization: the first attempt to place essure implants failed in (B)(6) 2016, and a new attempt was made on (B)(6), 2016, under general anesthesia. Placement of essure was performed without difficulties. At the end of the procedure, 3 visible turns of the coils were noted on the left and 5 visible turns of the coils were noted on the right. According to the lawyer, since the intervention the patient presented various symptoms for which she was medically. Monitored. According to the lawyer, the patient presented severe and extremely disabling symptoms after the implantation of the essure device, which could not be explained by any prior medical history. During the discussions held with the practitioners who treated her, the patient noted that the essure device could be responsible for the following symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. [Blood test] on (B)(6) 2024. Revealed low levels of anti-müllerian hormone (< 0.2 pmol/l) and delta-4 androstenedione (1.4 nmol/l). [Magnetic resonance imaging head] on (B)(6) 2025: no particular findings [magnetic resonance imaging neck] on (B)(6) 2022: he examination confirmed unco-cervical arthrosis at c4-c5, c5-c6, and c6-c7 [magnetic resonance imaging pelvic] on (B)(6) 2020: endometrial thickening estimated at 13mm, essure in place, no ovarian abnormalities, and a fluid collection in the douglas pouch; on (B)(6) 2022: no abnormalities. [Spinal x-ray] on (B)(6) 2021: a curvature disharmony and unco-diarthrosis changes at c4-c5, c5 c6, and c6-c7.; (date unknown): a slight leftward curvature of the cervical spine with low stiffness, discarthrosis at c5-c6 with slight disc compression and mild marginal osteophytes [ultrasound pelvis] on (B)(6) 2020: the left ovary was poorly visualized. There was the presence of a linear hyperechoic formation in the left fallopian tube, which could correspond to the essure implant.; on (B)(6) 2020: performed on day 18 of the cycle, showing a thin endometrium and a high resistance index. [X-ray limb] (date unknown): no evidence of traumatic bone or joint lesions. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-apr-2026: medical record received. New events asthenia, cervical pain, supraspinatus tendinopathy, paresthesia of the lower limbs, pelvic pain, irregular cycles, varicose veins & decreased visual acuity were added. Medical history, lab data, additional reporter were added. Essure removal date & details were updated. Action taken with drug updated to drug withdrawn. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 23-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headache") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced headache (seriousness criterion medically important), blindness ("vision loss"), fatigue ("I am fatigued"), sleep disorder ("I have sleep disturbances"), myalgia ("muscle pain"), tinnitus ("tinnitus"), dizziness ("dizziness"), premature menopause (" early menopause"), loss of libido ("loss of libido"), feeling cold ("significant chilliness"), nausea ("nausea"), memory impairment ("memory disturbances"), paraesthesia ("tingling") and tachycardia ("tachycardia"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to blindness, fatigue, sleep disorder, headache, myalgia, tinnitus, dizziness, premature menopause, loss of libido, feeling cold, nausea, memory impairment, paraesthesia or tachycardia. The reporter commented: period of occurrence: it has been approximately 3 or 4 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 23-may-2024. The most recent information was received on 30-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headache") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced headache (seriousness criterion medically important), blindness ("vision loss"), fatigue ("I am fatigued"), sleep disorder ("I have sleep disturbances"), myalgia ("muscle pain"), tinnitus ("tinnitus"), dizziness ("dizziness"), premature menopause (" early menopause"), loss of libido ("loss of libido"), feeling cold ("significant chilliness"), nausea ("nausea"), memory impairment ("memory disturbances"), paraesthesia ("tingling") and tachycardia ("tachycardia"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to blindness, fatigue, sleep disorder, headache, myalgia, tinnitus, dizziness, premature menopause, loss of libido, feeling cold, nausea, memory impairment, paraesthesia or tachycardia. The reporter commented: period of occurrence: it has been approximately 3 or 4 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.